Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was doing great. The healthcare provider (hcp) had to advance the catheter higher in the spine so the patient would get better therapy from the pump.

Event description:
It was reported that a roller study was being performed on the day of report, though the reason for it was unknown. Four days later, it was reported that the patient was not getting pain control with his therapy. A dye study concluded that the spinal segment of the patient's catheter would need to be revised. Per manufacturer device registration, the drug used in this system was morphine.

Event description:
Additional information received reported that a catheter revision was scheduled on the date of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).